Manufacturer narrative:
Additional product code: hsz. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm. The supplier¿s certificate of indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip prosthetic implanted and during the periprosthetic femur fracture procedure, the drill bit broke as it hit the total hip prosthetic. The broken portion of the drill bit could not be located via x-ray and was believed to have been dissolved as it struck the total knee prosthetics. There was less than a one minute delay while the surgeon switched drill bits to successfully complete the procedure. The patient status/outcome is reported as fine. This is report 1 of 1 for (B)(4).